Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for device changeout due to normal battery depletion and intermittent noise on the right atrial (ra) lead. The lead was explanted and replaced. The device was upgraded. The patient was stable.